Event description:
It was reported that, "the inner blister, looks like the glue gave away, and the sterility could have been compromised. Rep had to leave or to get another implant to complete the surgery."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Hospital policy. Additional info pertaining to the device(s) reference in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.